Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. During visual inspection shows that damage to lcd window is a severe scratch as reported by customer, therefore difficult to read.

Event description:
It was reported via phone call that the insulin pump had scratches on display; customer was unable to read the screen. The customer's blood glucose was unknown. Advised customer to discontinue the use of the insulin pump and revert to back-up per doctor's instruction. Customer agreed to replace pump and return it for analysis.